Event description:
On (B)(6) 2025, a 78-year-old male patient underwent a procedure using the rotarex wire. During the procedure, it was reported that the balloon was loaded on the wire and was sticking to the wire and had to pull the wire and balloon out together. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample/images/videos were received. A physical investigation was not possible. Due to no sample/images/videos received, the reported malfunction can not be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 78-year-old male patient underwent a procedure using the rotarex wire. During the procedure, it was reported that the balloon was loaded on the wire and was sticking to the wire and had to pull the wire and balloon out together. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no physical sample, images, videos were received and the reported malfunction cannot be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 78 year old male patient underwent a thrombectomy and atherectomy procedure using the rotarex wire. During the procedure, it was reported that the balloon was loaded on the wire and was sticking to the wire and had to pull the wire and balloon out together. The procedure was completed by using another device. There was no reported patient injury.